Event description:
It was reported that, "pt had ceramic hip replacement 4-5 yrs ago. Pt came into doctors office saying that it was like a "44 went off in his hip." Xrays taken indicated that something was obviously wrong. Went into revision and the ceramic insert appeared to have "exploded" into several pieces (no real big pieces left). No impingement noted. Pt had a history of "clicking".

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Pt kept implants. Additional info pertaining to the device(s) referenced in this report was requested. If it becomes available, the eval summary will be submitted in a supplemental report.